Event description:
A 26mm x 16mm diameter x 13.5 cm length medtronic aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2000. Two iliac limb stents were also implanted at that time. During a follow-up examination in 2000, an abdominal aortic angiogram revealed that there was evidence of an endoleak at the proximal end of the stent graft where a kink was located. Therefore, a 12 x 2 xxl angioplasty balloon was inserted and inflated at the kinked area resulting in the straightening of the stent graft, however, there was evidence that the endoleak was still present. The pt was subsequently converted to open surgical repair during which time the stent graft was explanted. There were no additional clinical sequelae reported relative to the event and the device has not been returned to medtronic ave for evaluation. Photo rec'd from the procedure confirmed that there was incomplete appostion of the stent graft to the vessell wall on the right proximal end of the graft. There was evidence of an indentation in the graft and straightening of the indented area post angioplasty. The apposition of the stent graft to the vessel wall had been compromised which resulted in a proximal endoleak. The indentation was likely due to a heavily calcified vessel that causeed the proximal seal to become ineffective.

Event description:
An aortogram 6/2000 demonstrated an infrarenal abdominal aoritc aneurysm arising approx 2cm from the caudal aspect of the left renal artery. The aneurysm extended to just above the aortic bifurcation. There were solitary renal arteries bilaterally with moderate to severe proximal left renal artery stenosis. The superior mesenteric artery was widely patent withe celiac axis demonstrating mild to moderate stenosis at it origin. The celiac arteries were patent bilaterally with an aprox 50% stenosis at the origin of the right external iliac artery with no other hemodynamically significant stenosis was identified. Thee was a mild aneurysmal dilatation of both common iliac arteries at their distal aspects. A CT scan of the abdomen and pelvis on 8/2000 demonstrated evidence of an endoleak. The leak was identified posteior and lateral within the aneurysm sac and thought to arise from a lumbar artery feeding vessel. The aneurysm sac measure a maximum oblique diamter of 4.6cm. An abdominal aortogram on 9/2000 demonstrated an aorto-bifemoral stent graft with a kink in the stent graft along the proximal right aspect. There was contrast extravasation into the aneurysm sac consistent with a type I endoleak. A 12 x 2 xxl angioplasty balloon was used to perform an angioplasty of the proximal stent graft, which straightened the kinked area with mininal residual kink remaining; however, there was a persistent type I endoleak. The physician performed an open surgical conversion and explanted the stent graft. The mms (medical media systems) report concluded that the proximal neck diamter approximated at 22mm with the narrower regions at 18mm. The neck diameter, 15mm below the lowest renal was 26mm, indicating a conical and relatively short neck with an available seal zone approximated at 11.8mm. The primal neck angle was approx at 33 degrees by mms. The explant analysis concluded that the conical anatomy of the neck combined with the oversizing of approx 57% at the 18mm neck diameter dimension might have caused an "infolding" of the graft, giving the appearance of a kink that was noted by the radiologist. There was significant info available to make a definitive conclusion; however, the neck anatomy and the oversing of the graft in the neck may have caused the type I endoleak. The stent fracture noted on the stent graft is not the likely cause fot the type I endoleak, since it is not in the seal zone as evidence by the available 11.8mm neck length, which was approximated by mms. The single strut fracture is also not the likely cause for the kink noted by the radiologist; however, the kink could be the cause for the strut fracture that was noted on the bifurcated device.